Manufacturer narrative:
Plant investigation: the power logic board, power control board, function board, and eeprom were returned to the manufacturer for analysis. The function board with eeprom and power control board were received in good cosmetic condition. The power logic board was received with the wire separated on inductor dr7, however, there was no heat damage observed. The received parts were installed into a working test unit for functional tests. The returned power logic board had ic33 stuck causing fluctuating temperature and a shorted transistor t5 causing a heat relay test fail alarm during testing. The wire separation dr7 wire separation also caused failure of ic36 due to low voltage output. While testing the unit with the returned power control board on power-up, transistor t5 on the test machine¿s power logic board sustained heat damage and smoke was observed. There were no visible flames or sparks. The machine was powered off and was subsequently powered on without failure. Following this, the test unit gave a low temperature alarm. It was found that diode d17 was shorted on the power control board which likely damaged t5 when the boards were used at the facility. The test machine gave a must calibrate to run alarm when the returned function board and eeprom were installed, which was resolved after calibration. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event. The visual examination and testing of the returned components confirmed burn damage to the power logic board and power control board, and visible smoke coming from the machine during testing by the manufacturer.

Event description:
During installation of a new fresenius 2008t hemodialysis (hd) machine at a user facility, the fresenius regional equipment specialist (res) could not stabilize the temperature on power-up. In addition, the res identified shipping damage as the hinges and side panels on the card cage were damaged upon arrival. There was no burning smell, smoke, spark, or flame reported. The res replaced both side panels in the card cage and the hinges. The res also replaced the power logic board, power control board, function board, and eeprom, which resolved the fluctuating temperature issue. Following parts replacement and additional re-programming and calibrations, the system was restored to full functionality. The machine installation was completed on (B)(6) 2017. The power logic board, power control board, function board, and eeprom were returned to the manufacturer for further investigation. During evaluation on (B)(6) 2018, the manufacturer found that the returned power control board caused transistor t5 of the test machine¿s power logic board to sustain heat damage and smoke was observed coming from the component.